Event description:
During a paracentesis procedure on a (B)(4) pt, upon removing the catheter from the pt, the catheter sheared, leaving approx 6 cm of the catheter inside the pt. A larger hole needed to be created in order to remove the device portion from the pt via forceps.

Manufacturer narrative:
The product was not returned for evaluation, however, during the course of investigation, a review of the complaint history, device history record, drawing, manufacturing instructions (mi) and quality control (qc) was conducted. Current controls include tensile testing. Per quality control (qc), the catheter is verified to be free of large bumps, dents or deep scratches and is free of foreign matter it is also confirmed to have a smooth transition between the catheter and cannula and that the tip is splits or nicks. Based on the information provided and the results of the investigation, we are unable to determine with certainty the root cause of the difficulty experienced. The appropriate personnel will be notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.